Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of patient-device incompatibility, hematoma, and capsular contracture, was received on may 10, 2021 with lot number 3131238. Visual analysis of the returned device identified, the weight the device within specification and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side hematoma and capsular contracture baker grade IV. Device was explanted.